Event description:
The complaint is reported as: the doctor used the coated central venous catheter with patient in the operating room. The catheter had been inserted for five minutes and "the allergic shown on patient's skin". The doctor decided to change the patient's catheter to the uncoated central venous catheter. No other intervention required. The patient's condition was reported to be fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the doctor used the coated central venous catheter with patient in the operating room. The catheter had been inserted for five minutes and "the allergic shown on patient's skin". The doctor decided to change the patient's catheter to the uncoated central venous catheter. No other intervention required. The patient's condition was reported to be fine.